Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including previous heart failure, atrial fibrillation, hypertension, diabetes. Complications reported included death, single leaflet device attachment (slda), tissue damage, pericardial effusion, heart failure, prolonged hospitalization, arrythmia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "impact of transcatheter edge-to- edge repair in patients with cardiac sarcoidosis: insights from the ocean-mitral registry" was reviewed. The article presented a retrospective single center study, to evaluate the clinical impact of transcatheter edge-to- edge repair in patients with cs. Devices mentioned include mitraclip. The article concluded that transcatheter edge-to-edge repair is an effective heart failure treatment for patients with cs-related mr; however, the drug-and cardiac device-refractory cardiomyopathy in this population warrants careful management. [The primary author and corresponding author was mike saji at sakakibara heart institution with corresponding email mikesaji8@gmail.com]. The time frame of the study was april 2018 to june 2023. A total of 1240 patients were included in this study, of which 1240 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included previous heart failure, atrial fibrillation, hypertension, diabetes. (B)(6), unk mitraclip peri- and post-procedural complications included death, single leaflet device attachment (slda), tissue damage, pericardial effusion, heart failure, prolonged hospitalization, arrythmia.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: impact of transcatheter edge-to- edge repair in patients with cardiac sarcoidosis: insights from the ocean-mitral registry.